Manufacturer narrative:
The customer returned the meter. The test strips were not returned. A specific root cause was not identified for this based on a review of the meter memory, additional discrepant results were identified. On (B)(6) 2008 a result of 8.0 inr is listed at 3:55 p.m., a result of 6.1 inr is listed at 4:25 p.m. And a result of 5.2 inr is listed at 4:30 p.m. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.2 inr. Donor #2 inr: 2.5 inr. Donor #1 hct: 52%. Donor #2 hct: 49%. Donor #1: master lot: 2.3 inr. Donor #1: master lot strip and customer meter: 2.2 inr. Donor #2: master lot: 2.5 inr. Donor #2: master lot strip and customer meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results. The customer did not return the test strips.

Manufacturer narrative:
(B)(4).

Event description:
The customer¿s power of attorney complained that the customer received erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer was tested initially on the meter at 4:00 a.m. And the result was greater than 8.0 inr. The customer questioned this result. The customer tested again on the meter at 10:00 a.m. And the result was 4.9 inr. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is in stable condition. The customer is not anemic and has no antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer¿s warfarin/coumadin dosage is adjusted with changes in inr results. The customer has not been ill but has been eating much less. The meter and test strips were requested for investigation. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.